Manufacturer narrative:
Batch review performed on 18 october 2018. Lot 154978: (B)(4) items manufactured and released on 07 october 2015. Expiration date: 2020-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection one month and half after primary surgery. The surgeon performed a poly swap with wash out. The pathogen is unknown.